Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called (lfs) in 2007 alleging his one touch ultra meter was reading inaccurately low. This complaint was classified based on the customer care advocate (cca) call and documentation. The pt reported a comparison between their 14 and 30 day average to their hba1c (3-month average) result. The pt alleged that she was obtaining results that were consistently below 200 mg/dl and that her 3-month average result, was 300 mg/dl. The pt reported having blurry vision after obtaining the low results, which is a symptom of high blood glucose. The pt denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the symptoms of blurry vision indicates a serious injury. Replacement products have been sent.